Manufacturer narrative:
The company service representative (ar) examined the system and replicated the reported event. The non-conforming host module was replaced to resolve the issue. The system was then tested and met all product specifications. Based on qa assessment, the product met specifications at the time of release. The host module was received and tested. The reported event could not be replicated. The root cause of the reported event can be attributed to internal component wear and/or reliability. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the system froze during a surgery. After rebooting the system, the issue was resolved and surgery was completed. There was no report on patient harm.